Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During procedure, a non-abbott guidewire was utilized. The route of access was the left carotid artery. During initial access, there was difficulty inserting the delivery system into the patient. There was also difficulty advancing the delivery system through the patient. The delivery system became damaged and the valve capsule was torn. The device was removed, and both the valve and the delivery system were replaced with another 27mm navitor valve and flexnav delivery system. The access vessel was dilated up with a 14f system. The second delivery system was inserted without incident. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty inserting and advancing the delivery system through the patient and torn valve capsule was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the available information, the cause of the reported advancement and insertion difficulty could not be conclusively determined; however, the advancement difficulty is likely due to operational context (vessel was not dilated appropriately prior to insertion). The reported torn valve capsule is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.